Event description:
Information received regarding the explanted device notes no output or telemetry. The patient presented to the hospital complaining of dizziness. The patient's rate was 35 bpm and with no evidence of pacing. Some time later, pacing resumed, but attempts to communicate with the device were unsuccessful. When the leads tested normal, the pulse generator was replaced. The patient reported that he had been in close proximity to several welders.